Event description:
On 3/29/97 soreness was reported in the right axilla area. Approx 5" from exit site the skin felt hard like a chord. On 3/31/97, the catheter was removed due to thrombosis. The catheter had been placed mid-clavicular. The pt was at the end of therapy so the catheter was removed and another was not placed.